Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose level at the time of incidence was 600 mg/dl. Customer current blood glucose value was 600 mg/dl. Customer was neither in emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege pump was under delivering. The customer treated with the insulin shot. Troubleshooting was declined for high blood glucose. Insulin pump will not be returned for analysis.